Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening crack, wear abrasion, crease fold, broken fill channel, opening and delamination. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, delamination in the diaphragm valve, a sharp broken fill tube and crease smooth in the anterior. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A sharp broken valve seat diaphragm valve due to an unidentified (tear) opening. A crease smooth opening on radius due to a fold flaw opening. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional called to report left side deflation. Device has been explanted.